Event description:
It was reported that revision surgery is scheduled to be performed. The devices were implanted in (B)(6) 2007. Metallosis, soft tissue damage around the hip joint and fluid build up reported. The hip reportedly dislocated and had to be reduced.